Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator consistently failed to open and required repeated recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the refrigerator consistently failed to open and repeatedly required recovery. The field service engineer (fse) replaced the refrigerator latch. The unit was tested using the hardware test application and the operational application, and it was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.